Event description:
Dealer called stating that the right rear wheel assembly on the (B)(4) rollator allegedly bent inward on the consumer when they went to sit on the rollator. The frame of the rollator also bent. No injury alleged.